Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced high blood glucose. The customer reported received no delivery alarm. The customer's blood glucose was 427 mg/dl at the time of incident. The customer stated that they treated the high blood glucose with manual injection. The customer reported that the no delivery alarm was resolved by changing the reservoir. The reservoir will be returned for analysis.

Manufacturer narrative:
A complete analysis and testing of two opened and reservoirs showed that they are functioning properly and passed all functional testing. After testing it was concluded that the devices operated within specifications.